Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Srnjr number: (B)(6). Side: r gender: m non revised products: product ID: efsrn6pr evolution® mp fem cs/cr non-porous size 6 primary right/ lot no: 1984097/ qty: (B)(4). Product ID: etpkn6pr evolution® mp tibial base keeled non-porous size 6 plus right/ lot no.: 1989138/ qty: (B)(4).